Event description:
It was reported that the device would not connect to wifi. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the device that would not connect to wi-fi was not identified during the investigation. However, a malfunction in the real-time clock circuitry of the pcu logic board was found, which caused the pcu to lose its time and date configuration. Using the alaris system maintenance (asm) v12.5 software, while attempting to upload a known-good dchu network configuration, it was noted that there was none previously installed on the pcu. During execution of the task, no errors or malfunctions were noted during the upload. After the completion of the upload the pcu was powered on again and it was observed to be connected to the local network a review of the error logs showed a total of 2 error codes 600.6840 (cib_connect_failed), one malfunction was observed on (B)(6) 2025, and the other error code was observed but the date and time were recorded as (B)(6) 2001 at 12:01 am (time and date erased or not set). Additionally, there were observed three (3) occurrences of error code 100.6070.5 (rtc_battery_failure, log only). The bd alaris user manual v12.3.2 has information for the user regarding communication errors. A communication error message means the bd alaris system has lost wireless connection. Operation will continue on all channels, but wireless functionality won¿t be possible. All subsequent infusions must be programmed manually. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace logic board due to rtc malfunction. Device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace logic board. Please replace wireless network card. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.